Event description:
The report rec'd via the super sl study indicated that one of the stents implanted in the right sfa was found to be fractured. Two smart control 6 x 80 stents had been implanted in the right sfa in november of 2005. In february of 2007, one of the stents was found to be fractured; as per the report, it was unknown which 6 x 80 stent fractured. The implant procedure was described as follows: the access method was percutaneous and the puncture site was ipsilateral. For pre- and post-dilation of the index lesion a wanda balloon (5 x 80mm) was used. Two smart stents (6 x 80mm) were implanted in the right mid and distal sfa. The vessel anatomy at the lesion site was straight, the type of lesion de novo and calcified. Lesion location (based upon the distance between distal edge of the lesion and the superior edge of the patella) was 5cm. Total lesion length was 120mm and occluded. The reference vessel diameter was 0.5mm. There was no report of pt injury. Add'l info has been requested, specifically as to which of the two implanted stent fractured; no reply has yet been forthcoming. The product is not available for eval and testing. Add'l info will be submitted within 30 days of receipt.